Event description:
The customer reported a tandem mobi cartridge alarm. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was guided by technical support to remove the cartridge and deliver a bolus, which completed successfully, but could not reload the original cartridge. After assistance in loading a new cartridge using proper technique, the customer was able to resume insulin therapy, resolving the issue.